Event description:
On (B)(6) 2013, patient reported experiencing wetness at her infusion site. Patient stated she has been experiencing wetness at the infusion site on and off for a few months. Patient reported she is not sure if it is poor absorption or a leak in the system. Patient stated she is having wetness underneath the sticky part of her infusion set. Patient reported she hears an audible click when attaching the infusion set tubing and headset. Patient stated this issue has occurred at all of her infusion sites; not just one. Patient reported she does not think that she has any scar tissue and does not have any bruising. Patient stated she notices the issue by either seeing her shirt or pants wet with insulin. Patient reported the wetness comes from underneath the adhesive and seeps through the adhesive. Patient stated if she does not see this, she will notice the issue because her blood glucose level is elevated. Patient reported her blood glucose level goes up to 230 mg/dl at most; patient is always able to self-treat. Patient stated she gives herself a shot to bring her blood glucose level down and no outside assistance is necessary. Patient reported she will then change the infusion site and the issue does not reoccur. Patient's normal blood glucose range is 60-180 mg/dl. Patient stated since (B)(6) 2012 the issue has occurred 8 times with 3 different boxes of infusion sets. Patient reported she experienced the issue prior to october as well, but not very often; patient does not recall exact date but knows it was before october. Patient discarded the alleged infusion sets. Submitted request for assistance. Patient stated the infusion site does not seem to be getting pulled out and the cannula is not kinked or bent when she removes it. The patient did not require assistance from a healthcare professional or second party to address the issue. Sent infusion sets; no product return was requested.

Manufacturer narrative:
This supplement was incorrectly submitted under MFR report no 2183996- 2013-01114-01 on (B)(4) 2013. The report is being submitted again under the correct MFR report no 2183996-2013-00114-01. No product was returned for evaluation and the lot number is unknown; therefore, no investigation could be performed.